Event description:
Customer reported blood glucose results of 259 mg/dl on advantage system 1, 101 mg/dl on advantage system 2, and 101 mg/dl on aviva system within 10 mins. No adverse event reported. A request was made for the return of the systems, replacements were sent.

Manufacturer narrative:
This medwatch is for advantage system 1. Please see medwatch is for report on advantage system 2, another medwatch is for aviva system.